Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Probable causes include: bubbles present in the tubing; insufficient pipettor aspiration or dispense; inadequate dispense of wash buffer at the wash zones and pipettors; leaking syringe assembly or valves; and sample integrity. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Event description:
The customer observed a falsely elevated hstroponin result on the alinity analyzer. The following data was provided: 1:initial 87, repeats 3, 42, 7; 2:initial 44, repeat 8, 44, 7. The customer uses gender cutoffs from the package insert, however the gender for these two patients was not provided. Females: 15.6 pg/ml; males: 34.2 pg/ml. There was no impact to patient management reported.